Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a blood draw, the acp syringe, abs-10010s, "disintegrated" in the doctor's hand after drawing up the patients¿ blood. Additional information requested on 12/30/2019. Additional information received on 12/30/2019: it was reported that the anesthesiologist was drawing the prp and the smaller syringe broke off and the specimen was lost/spilled on the floor.